Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced random reboots and black screens during use. A field service engineer (fse) observed ac power loss and system shutdowns during medication retrieval and diagnostics. The power sources, cable continuity, and connections were checked with no issues found. The power supply was replaced, and the station was powered on successfully. All drawers were tested, and power output was stable. The customer verified normal functionality across multiple drawers in application mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine kept powering down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.